Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer suspects that having long lasting insulin from manual injections and basal rate from the pump going at the same time had attributed to the low bg. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.